Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014, the patient experienced a low blood glucose (bg) of 36mg/dl with no signs or symptoms of hypoglycemia. The patient¿s bg was reportedly treated with carbohydrates (carbs) until bg rose above target. The patient reportedly remained on the pump. The reporter noted that the patient had more carbs the weekend prior than usual, but stated that bolus amounts were appropriate. The reporter also noted that the patient had just started menses, and the patient¿s bgs had been running lower than usual. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. The reporter was advised to contact the patient¿s healthcare provider for possible settings adjustments. Although no pump defects were found during troubleshooting, this complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy and the cause of the alleged bg excursion was unclear.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.